Manufacturer narrative:
The micor extractor was discarded by the user facility and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings that relate to the reported event. It was noted that the micor extractor was used 5 weeks beyond its labeled shelf life; however, there is no reason to suspect that use of an expired device would contribute to the reported event. Based on video review and follow-up information, the cause of the event was directly related to user error and there is no suspicion of a device malfunction. The micor drive and miloop devices used during the procedure are not suspected as causing or contributing to the event. The device labeling identifies capsular rupture as a safety risk and also includes the following statement: "verify, that the use-by date doesn't indicate an expired device." Manufacturer's reference #: (B)(4).

Event description:
A (B)(6) female patient underwent cataract surgery in the right eye on (B)(6) 2021 where the miloop and micor lens fragmentation system (extractor and drive) were used to fragment and remove the cataractous lens. The patient's posterior capsule tore during surgery. The tear occurred while using the micor extractor and prior to implantation of an intraocular lens (iol). The surgeon elected to leave the patient aphakic and a second surgery was scheduled to implant a 3-piece iol fixated to the sclera. Surgical video was provided to the company for review. Video footage reviewed by company personnel (medical and engineering) did not reveal any evidence of a device malfunction. There was no vitreous loss and the events described above were confirmed. The video showed the surgeon inadvertently placed the distal tip of the micor extractor in the periphery and too posterior, with the tip positioned proximal to the capsular bag; this caused direct contact with the bag and subsequent damage. In addition, the surgeon used the micor extractor tip for cortical cleanup and did not exchange to the bag polishing nose cone assembly (bag polishing tip). Additional information has been requested from the surgeon.

Manufacturer narrative:
Manufacturer's reference#: (B)(4).